Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii-IV via ultrasound and MRI. Patient undergone capsulectomy. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii-IV via ultrasound and MRI. Patient undergone capsulectomy. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Continued h.6: f2203. The event of "capsular contracture, baker grade iii-IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii-IV via ultrasound and MRI. Device has been explanted.

Event description:
Healthcare professional reported discomfort and capsular contracture, baker grade ii-iii via ultrasound and MRI. Device has been explanted. This relates to the right side.